Event description:
It was reported that the device was explanted after an implant duration of approximately 267 months, due to dehiscence.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process.

Manufacturer narrative:
DHR review could not be completed based on the serial number provided.